Manufacturer narrative:
(B)(4). Attempts were made to request the return of this product. At this time, evidence suggests that the product is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that during the explant procedure for a battery status of end of life (eol) this implantable cardioverter defibrillator (ICD) required a lot of force to get the device out of the pocket due to fibrous tissue built up around the device. All measurements prior to the procedure were stable and within normal limits. The patient was not pacemaker dependent. It was alleged that the header of the device had broke off. The physician mentioned that this may have been related to a fall the patient had taken earlier in the year. No adverse patient effects were reported. This product was removed from service.